Manufacturer narrative:
A manufacturing record review was unable to be completed as the lot number is unknown. A returned product evaluation was completed as the turnpike device returned to vsi. The investigation found that it wasn't residue left on the wire but rather the tip of the device; a tip separation therefore occurred. The distal section of the device was also examined and torque damage was present. This damage is consistent with over-torquing the catheter against resistance. The turnpike IFU warns; "do not rotate the catheter more than two (2) consecutive 360° rotations in either direction if the distal tip is not also rotating and advancing, as it may result in separation of the catheter, damage to the catheter, or vessel injury." The most likely root cause can therefore be related to use error caused or contributed to the event.

Event description:
Turnpike spiral was tried first for crossing a lesion. It ended up sticking to the wire and leaving some residue from the tip on the wire. The turnpike lp was then tried over the same wire. It stuck to the wire because residue from the spiral was still present. No material was left in the patient.